Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined.

Manufacturer narrative:
The device has been received and is pending an investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 275 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the hips/buttocks. For treatment, no treatment information given.